Event description:
The customer reported to olympus, the colonovideoscope did not blow with enough force, all of the holes were cleaned well to avoid blockages, however, it still did not blow well. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the light guide rod lens was cracked, the light guide lens was chipped, the light guide bundle had fiber breakings, and the bending section cover was separated, chipped and discolored. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, from the provided information the material remained in the device because device handing (reprocessing) was deviated from instructions for use (IFU). The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: detection methods are written in operation manual chapter 3 preparation and inspection. Prevention measures are written in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.